Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022, a 16-year-old male patient's infusion set's tubing detached from the connector. Therefore, his blood glucose level was high which they tried to treat with correction bolus via pump. Moreover, the infusion had been used for about a day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.